Event description:
Craniotomy tumor excision case. Floseal hemostatic matrix used as topical on excision site. Neurosurgeon reports product congealing and adhering to patient's brain. Neurosurgeon excised adhered matrix and tissue.======================manufacturer response per site for sealant, floseal hemostatic matrix ======================perhaps a localized foreign body reaction by patient. Unknown. All remaining floseal hemostatic matrix with same lot number pulled. Four boxes total: we await company's response if they desire return of remaining matrix of same lot number. Taken out of patient care arena.

Event description:
Craniotomy tumor excision case. Floseal hemostatic matrix used as topical on excision site. Neurosurgeon reports product congealing and adhering to patient's brain. Neurosurgeon excised adhered matrix and tissue.======================manufacturer response per site for sealant, floseal hemostatic matrix ======================perhaps a localized foreign body reaction by patient. Unknown. All remaining floseal hemostatic matrix with same lot number pulled. Four boxes total: we await company's response if they desire return of remaining matrix of same lot number. Taken out of patient care arena.